Event description:
In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient experienced increased seizures recently. Clinic notes received for generator replacement referral noted that the patient's generator had (B)(4) battery life remaining. Patient underwent generator replacement on (B)(6) 2015 but the explanted product has not been received to date. Additional information was received from the neurologist that the patient has been experiencing daily seizures for the last several weeks. There were no causal factors such as stress or other factors as patient is mentally disabled and wears a helmet. Patient's seizures are suspected to be above pre-vns baseline. Vns diagnostics performed on (B)(6) 2015 were reported to be showing normal results.. The physician mentioned that vns therapy could have contributed to the seizures.

Event description:
The explanted generator was returned to the manufacturer. Analysis is underway but has not been completed.